Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a 64-year-old male patient, the device's pacer output was of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the user advisory message related to the customer's report. The device log shows a poor coupling connection to the patient using 3rd party electrode pads which suggests the device user advisory is appropriate. Based on this limited investigation, the device appears to be operating appropriately. Analysis of reports of this type has not identified anincrease in trend.